Event description:
During surgery, a screw came out of the top of the sternal saw and fell into the thoracic cavity. The screw was retrieved with incident. No patient injury or complications have been reported as a result of this incident.